Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitor issued an alert for a high out of range pacing impedance measurement of greater than 2000 ohms for the pacemaker and right ventricular (rv) lead. The patient was brought into the clinic approximately one month later where it was found the lead safety switch (lss) had triggered and changed the polarity to unipolar. The field representative was only able to recreate the out of range value in the office one time in bipolar, all other times the impedance measured at 400 ohms. There was also some noise recreated in office with isometrics when in unipolar. The physician opted to reprogram the rv lead back to bipolar configuration and monitor the patient. No adverse patient effects were reported.

Event description:
Upon further review by boston scientific technical services (ts) of the data stored in the remote home monitoring system it was found that the noise on the rv channel was from the minute ventilation signal. The noise was not sensed by the pacemaker.